Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio observed that both batteries that were returned with the device were expired. As a precaution, physio-control installed two (2) new fully charged batteries and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off when the transmit button was pressed during a patient event when trying to transmit a 12-lead ECG summary. The customer advised that one battery was low at the time of the event. The customer advised that the outcome of the patient is unknown; however, the patient was in hospice receiving end of life care. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer's device and downloaded the device's electronic records, which verified the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off when the transmit button was pressed during a patient event when trying to transmit a 12-lead ECG summary. The customer advised that one battery was low at the time of the event. The customer advised that the outcome of the patient is unknown; however, the patient was in hospice receiving end of life care. There were no reports of adverse effects to the patient as a result of the reported issue.